Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery did not work and caused insulin pump failure. The insulin pump had unexplained no delivery alarm, the activation button was harder to push, the backlight was dimmer, and the insulin pump rejected new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.